Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at a previous dose of 7 mg/day, current dose of 0.062 mg/day) via an implantable infusion pump. It was reported that the patient was awake but lethargic. They had been admitted to the hospital. The physician on call had turned the pump down to minimum rate to eliminate possible causes of symptoms. The physician wasn't sure what caused the lethargy but thought it might be from possible opioid overdose from oral medications. The pump was interrogated and there were no alarms and the pump was operating as expected. The hospital staff was monitoring the patient and "treated any withdrawal with oral meds." There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status was asked but unknown. The patient was being observed in the hospital. No further complications were reported.